Manufacturer narrative:
Vyaire medical file identification: (B)(4). A vyaire field service representative(fsr) evaluated the device onsite and replaced the uim (user interface module). Made necessary adjustments for proper operation. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported to vyaire medical that the avea ventilator unit was unable to adjust volume on touch screen. At this time, there is no information regarding patient involvement associated with the reported event.